Event description:
Event description guidant received information that this implantable left ventricular lead was sensing noise and inhibiting therapy. The patient became syncopal and was seen in the hospital. It was also noted that for an unknown reason, the patient did not have a right ventricular lead and thus, was only receiving atrial and left ventricular therapy.